Manufacturer narrative:
The company rep replaced the vent valve (part # 0119-00-0170) and drive manifold (part # 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt the iabp generated "electrical test failure code #58" alarm (power-up vent test failed). The iabp was replaced and therapy was initiated.